Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for revision due to aseptic loosening; loosening of the stem. Event is serious and is considered moderate. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2012. Date of event: (B)(6) 2020. (Right hip). Treatment: revision; liner, head, and stem were revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2022 the patient had a revision right total hip arthroplasty to address mechanical loosening of the internal right hip prosthetic joint, and pain. Prior to surgery, the femoral stem was noted to have demonstrated debonding, and evidence of loosening with some subsidence and reactive bone. During the procedure, the femoral component was found to be grossly loose. The liner was noted to show ¿deep formation and discoloration¿ the surgeon reported finding aseptic loosening of the femoral component and polyethylene wear. Competitor stem, and depuy ceramic femoral head, depuy poly liner were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.